Manufacturer narrative:
This report is being supplemented to provide additional information, based on the legal manufacturer's final investigation. A review of the device history record found no deviations, that could have caused or contributed to the reported issue. Based on the results of the investigation, root cause could not be identified. Although, it can be presumed, that it was caused by excessive force. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that during reprocessing the telescope "oes elite", 4 mm, 12°, hd, autoclavable objective lens was damaged. The event occurred during inspection for use in a therapeutic radical prostatectomy. There was no delay, and the procedure was completed with a similar device. There was no patient harm associated with the event.

Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation was confirmed. Additional findings were the lens meniscus was damaged and the tube was bent. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided.